Manufacturer narrative:
Nidek inc. Service manager received an email from a doctor on (B)(6) 2020 to report an adverse event with the nidek yag laser. The doctor had a patient on the week of (B)(6) 2020 where the yag laser was used for capsulotomy. According to the doctor, the focus was correct, however the laser fired more anteriorly than the focusing laser resulting in iol pitting. Nidek inc. Service manager contacted the customer regarding additional patient information and the reported problem on (B)(6) 2020, (B)(6) 2020, (B)(6) /2020, however; no response from the doctor was provided. Since nidek inc is unable to obtain the device for analysis, further investigation cannot be performed.

Event description:
Nidek inc. Service manager received an email from a doctor on (B)(6) 2020 to report an adverse event with the nidek yag laser. The doctor had a patient on the week of (B)(6) 2020 where the yag laser was used for capsulotomy. According to the doctor, the focus was correct, however the laser fired more anteriorly than the focusing laser resulting in iol pitting. Nidek inc. Service manager contacted the customer regarding additional patient information and the reported problem on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, however; no response from the doctor was provided. Since nidek inc is unable to obtain the device for analysis, further investigation cannot be performed.